Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. A review of complaint history did reveal additional complaints for the listed device. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during surgery the black tip broke in the wound. A backup device was available. Delayed surgery 5min while trying to locate broken pieces.